Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient experienced overstimulation after a physician mode recharge (pmr) and the power on reset (por) had not been cleared yet. The patient insists that they were sleeping and was not pushing any buttons when this occurred. The rep inquired information about steps taken to resolve this. The rep did not know the health care professional (hcp) information. The rep did not have further information.